Manufacturer narrative:
This is a follow up to emdr (B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side pain and rupture via ultrasound. Later reported " fluid was leaking out¿. Patient also reported "was advised that their devices are affected by the recall." Device remains implanted.